Manufacturer narrative:
(B)(4). A device history record review did not show any complaint related issues. A record assessment (fmea) was conducted and no changes required. The returned device was visually inspected. Dark stains noted which would have been inherent to the day to day use in the hospital setting. Also of note was the expiratory limb had heavy corrosion in the heated wire connector. This functioned normally during testing. The unit passed the initial power connect test, the power-on self-test, and the temperature display accuracy test. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. During the functional bench test, the unit was set up to run in real time. The unit reached set temperature of 37 degrees c and maintained that temperature without interruption for one hour. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. No corrective/preventative actions will be assigned.

Event description:
Customer complaint alleges the respiratory therapist found the neptune device had been turned off. When customer tried to turn the unit back on, it was unable to reach temperature, and the expiratory "pigtail" appeared "discolored". Alleged defect was detected during use. No report of patient harm. Patient condition reported as "fine."